Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017 the patient underwent c1-c2 fusion procedure due to c1-c2 fracture. Intra-operatively the head of the extension cap of the locking screw sheared off. The set screw locked in screw head as intended, but during the final tightening of the last locking cap, the head of the extension cap sheared off. No revision surgery was scheduled and no patient complications were reported.